Event description:
It was reported the patient had an initial right total hip arthroplasty. 1st revision occurred approximately 4 years later due to osteolysis and pain. During the procedure, noted bursitis, scar tissue, metal residue with black discoloration, and failure to osseointegrate with the cup. The head, liner, and cup were exchanged without complications. The stem was well fixed and remained implanted. 2nd revision occurred approximately 8 years later due to unknown reasons. No operative report provided. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, b4, b7, d1, d6b, d10, g3, g6, h2, h11. D6b: a revision occurred on the reported event date; however, it is unknown which devices were revised. D10: item # 0100185146, head adapter m/0 12/14-18/20, lot # 2306257 item # 1895, stem lamella 5 protasul-100, lot # 2294157 item # unknown, unknown durasul 36 mm inlay lot # unknown item # unknown, unknown merete 36 mm head, lot # unknown if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 8 years and 2 months post implantation due to unknown reason. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4): d10: item # unknown, unknown stem lot # unknown; item # unknown, unknown head, lot # unknown; item # unknown, unknown liner, lot # unknown. G2: report source germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed for the adapter and stem no abnormalities or deviations that could be related to the reported event. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11 no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.